Manufacturer narrative:
Gore® dryseal sheath was used to implant the stent grafts. (B)(4). According to the gore® dryseal sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to dissection.

Event description:
On (B)(6) 2017, two gore® excluder® aaa endoprosthesis contralateral leg components were implanted with a non-gore manufactured stentgraft to treat the occlusion of the infrarenal abdominal aorta and the iliac arteries. After successful implantation of the contralateral leg components, angiography showed a dissection at the bifurcation of the left iliac artery. A metallic stent was implanted to treat the dissection. The procedure was concluded without any other reported issues. On (B)(6) 2017, the patient expired due to gastrointestinal bleeding. There was no reported intestinal fistula. The location of the bleeding was outside the treatment area. The physician reportedly stated that anticoagulants or platelet agents were not used, and it was unknown what triggered the gastrointestinal bleeding; however, he believes the bleeding was not related to the device or procedure.